Event description:
Medwatch (mw5036332) submitted by patient states: "I have had 3 knee replacements since 1999 on my right knee. The first one was a depuy partial knee replacement 55mm collapsed into the tibia in 2005 after 6 years. A second depuy rotating platform knee was installed in 2005, this implant loosened up at the tibia component after 4 years in 2009. A 3rd depuy fixed bearing knee with extra implant was diagnosed as loose at the femur and tibia by MRI and triple phase bone scan in 2013, three years since being installed. I was finally able to find a doctor that would do a 4th replacement knee implant, to be installed in 2014. I have had three different surgeons at three different hospitals install these implants which were all made by depuy. During the winter of 2013, I requested that samples of the synovial fluid that was drawn from my swollen knee be tested for poly ethylene plastic break down, these tests showed that there was a large amount of poly plastic material in the fluid. I feel that the poly plastic was breaking down and has now been worn out completely from the joint. Over the past 13 years, I have undergone 12 orthoscopic surgeries to remove built up scar tissue int he replacement joints, along with other types of pain relieving procedures such as prolo therapy injections, nerve block implants, and acupuncture treatments without any relief. I have been on crutches since 2013, I have been unable to work and I am in constant pain even with prescribed pain medications. I am under the care of my doctor since 2008. He has referred me to another doctor for the next replacement surgery. I have been advised of the possibility of fusing my right knee. The doctors have advised against these procedures. I have never been contacted by anyone from depuy and have never received any compensation from depuy for all the expenses that I have occurred for all of these surgeries. I would appreciate any help from the FDA in the possibility of resolving the problems that I have endured form the implanting of these products made by depuy." Per (B)(6), the legal department is communicating with this patient and will handle all correspondence with him. The 2010 revision is already in the system under (B)(4), which is a legal complaint. The 2005 revision has been entered under com (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.